Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated through remote transmission. When the patient presented in the hospital for a follow-up, no rf telemetry with the device was observed. It was noted that the device was able to be interrogated with inductive telemetry and a normal follow-up was able to be performed. A software download was performed and rf telemetry was established. The patient was doing fine afterwards.